Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch. (B) (4).

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during an percutaneous endoscopic gastrostomy (peg) procedure on an (B) (6) male patient. According to the complainant, during preparation an unmarked syringe filled with an unknown substance was found outside of the sterile packaging in the kit. The procedure was completed with another syringe and lidocaine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.